Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown patella. Additional information has been requested and if received will be provided in a supplemental report. (B)(4).

Event description:
It was reported that there was a revision of an insert and a patella on the left knee. The implants have been implanted since 1997, they revised because of normal wear and tear.

Manufacturer narrative:
No device evaluation, history review or complaint history was performed as no devices were received or identified. Review of the provided medical records did not include anything of note to the investigation. The exact cause of the event could not be determined because of a lack of information. Further information such as the explanted device, revision operative report, and x-rays are needed to complete the investigation for determining the root cause. The reported event regarding a revision due to wear involving an unknown patella was not confirmed.

Event description:
It was reported that there was a revision of an insert and a patella on the left knee. The implants have been implanted since 1997, they revised because of normal wear and tear.